Event description:
Heads are loose and come off [device breakage], no adverse event. Case description: a (B)(6) female consumer reported using an oral-b rechargeable toothbrush, version unk, and 2 oral-b precision clean brushheads from a pack of 3 were loose and came off while brushing. No symptoms developed. On (B)(6) 2015 consumer returned 1 oral-b power toothbrush type 3709, and 1 oral-b brushhead.

Manufacturer narrative:
Reporter returned 1 oral-b power toothbrush type 3709 and 1 oral-b brushhead. The analysis of the returned product showed no production related problem. The use of abrasive toothpaste in combination with frequency of use and insufficient cleaning can over time cause this defect.